Event description:
Related manufacturer report number 3006705815-2022-18526. It was reported that the patient was not receiving effective therapy from their system. It was found that both leads had high impedances. In turn, surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported observation of ¿high impedance¿ against the returned octrode lead was confirmed. The root cause of the reported observation was due to the lead wires being fractured. When the cam mark on the lead was aligned with the returned swift-lock anchor, the fracture was located at the distal end of the anchor.